Manufacturer narrative:
(B)(6). Please note that the exact event date/date of death is unknown but the alert date of (B)(6) 2016 is being used for reporting purposes. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the patient was enrolled in (B)(6) and the patient's identification number is (B)(6). Originally, the only information received was: there's no event description received at this time. Information received: event term: death; predictability: predictable; severity: death; outcome: death; relationship to index procedure: unknown (not provided); relationship to study device: unknown (not provided); doctor's comment: not provided. Additional information received indicated that the patient expired approximately one year after implantation of a 120 cm. Flexstent femoropopliteal self expanding stent system 7 mm. X 200 mm. (B)(6) stent. The exact date of the patient's death is still unknown but the patient was reported to be alive as of (B)(6) 2015. The product lot number was received. Only one smart flex stent was implanted. The implantation date was provided. Additional information regarding the cause of death is still being investigated. It is not known if an autopsy was performed. The relationship of the event to the device is unknown and the relationship of the event to the procedure is unrelated. No additional intervention was performed as a result of the reported event. The target lesion information is unknown. Patient information including medical history was received. There were no reported product issues or adverse events reported during the study index procedure. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No additional information is available.

Manufacturer narrative:
Please note that the event description was corrected to: additional information received indicated that the patient expired approximately three years after implantation of a 120 cm. Flexstent femoropopliteal self expanding stent system 7 mm. X 200 mm. Clinical trial stent. Also, the implant date was corrected to: (B)(6) 2013. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the patient was enrolled in a clinical study g(B)(4) conducted in (B)(6) and the patient's identification number is (B)(6). Originally, the only information received was: there's no event description received at this time. Information received: event term: death; predictability: predictable; severity: death; outcome: death; relationship to index procedure: unknown (not provided); relationship to study device: unknown (not provided); doctor's comment: not provided. Additional information received indicated that the patient expired approximately three years after implantation of a 120 cm. Flexstent femoropopliteal self expanding stent system 7 mm. X 200 mm. (B)(4) clinical trial stent. The exact date of the patient's death is still unknown but the patient was reported to be alive as of (B)(6) 2015. The product lot number was received. Only one smart flex stent was implanted. The implantation date was provided. Additional information regarding the cause of death is still being investigated. It is not known if an autopsy was performed. The relationship of the event to the device is unknown and the relationship of the event to the procedure is unrelated. No additional intervention was performed as a result of the reported event. The target lesion information is unknown. Patient information including medical history was received. There were no reported product issues or adverse events reported during the study index procedure. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No additional information is available.

Manufacturer narrative:
Additional information was received indicating that: the date of the patient's death was reported to be (B)(6) 2015. The cause of death was reported to be pneumonia. The event was not device related. Based on the additional information received, this complaint is being changed to a non-complaint. No additional information is available.

Manufacturer narrative:
As reported, the patient was enrolled in (B)(6) and the patient¿s identification number is (B)(6). The patient had a 120 cm. Flexstent femoropopliteal self expanding stent system 7 mm. X 200 mm. (B)(6) stent implanted during the study index procedure and expired approximately three years after the implantation/index procedure. The cause of death was unknown and it is not known if an autopsy was performed. No additional intervention was performed as a result of the reported event. The target lesion information is unknown. There were no reported product issues or adverse events reported during the study index procedure. The relationship of the event to the device is unknown and the relationship of the event to the procedure is unrelated. No additional intervention was performed as a result of the reported event. No additional information is available despite multiple attempts. The device remains implanted in the patient and is not available for inspection. The subassembly systems were manufactured in accordance with the traveler guidelines. All the required inspections and tests were performed to the specifications provided by the customer and bmt quality system. The subassembly systems provided to flexstent for clinical lot 1204815 were in compliance. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Based on the information provided and the inability to assign or determine a root cause, no corrective actions will be taken at this time. The patient was a (B)(6) year old male at the time of the event. The patient¿s medical history included: angina pectoris (ap), diabetes mellitus (dm), hyperlipidemia, hypertension, arteriosclerotic disease, and smoking history. The patient¿s age and pre-existing medical history/co-morbid conditions may have contributed to the reported event. Based on the information received, it is not possible to draw a conclusion about the relationship of the event to the device. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.